Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files; however, it was not confirmed via the returned modular cable. The modular cable (lot number 7436999) was returned to abbott burlington for analysis. The modular cable was functionally tested and passed all steps without issue. The modular cable was then tested by measuring the resistance of the individual wires using a digital multimeter and slightly elevated resistances were observed on the yellow and black wires. The returned modular cable was then connected to a known working test system controller and pump without issue. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed. The cable was then dissected, and multiple kinks were found on orange, red, brown, and black, and yellow wires. The conductors within the underlying wires were not shown. Provided information stated that there is a slight bend noted near the modular cable connection patient side. In addition, there was a modular cable exchange at the recommendation of a clinical specialist. The alarm resolved after the modular cable was exchanged and the modular cable was returned to abbott. The root cause for the reported event could not be conclusively determined through this analysis; however, the kinked wires in the modular cable could have contributed to the reported event. Incidental findings: kinked underlying wires. The heartmate iii patient handbook (rev. C) was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including controller internal fault alarm conditions, driveline power fault alarm conditions, power cable disconnect alarm conditions, and the actions to take if these alarms do not resolve. Heartmate iii patient handbook (rev. C), section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." Heartmate iii patient handbook (rev. C) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook (rev. C) and the instructions for use (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 7436999) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 vad modular cable (lot number 7436999) was shipped to the customer on 08jul2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Controller exchange in (B)(6) 2021 was reported under MFR # 2916596-2021-03113. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of alarms on the mobile power unit (mpu) yellow wrench and stated that the screen stated driveline power fault. The alarms occurred on both wall power and battery power. The patient denied feeling badly and there was no visible damage to the external driveline noted. The patient changed the controller from primary to backup on (B)(6) 2021 and did not get a backup right away because the patient lived out of state. The patient switched back to primary controller when the alarm was received. The patient arrived in the emergency department (ed) in no acute distress. The alarms were unable to be reciprocated in the clinic and the modular cable was exchanged. The log file showed that the controller was disconnected and shut off on (B)(6) 2021. The patient had power cable disconnect alarms while on battery power seen prior to disconnect. On (B)(6) 2021 the controller was powered back on and the patient reconnected the controller. The power a fault then began on the controller. There was not enough information in the log to determine the reason for the alarms. After that the patient reportedly disconnected and reconnected the driveline. The pump then reestablished the set speed and appeared to be running normally with no further faults. In addition the log file captured several no external power/ low power hazard events on (B)(6) 2021. These alarms were caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. Related manufacturer report number of pump: 2916596-2021-03048. Related manufacturer report number of mobile power unit: 2916596-2021-03049. Related manufacturer report number of primary controller: 2916596-2021-03050. Related manufacturer report number of backup controller: 2916596-2021-03114.